Event description:
It was reported that during a lap nephrectomy procedure, the blade broke during use. The broken piece was retrieved from the patient.

Manufacturer narrative:
D4: serial #= na. H4, 6: info anticipated, but unavailable at this time.